Event description:
Pt had limited range of motion and experienced pain.

Manufacturer narrative:
Eval summary: these products are not designed to be used together. Reference the warnings section of package insert 87-6203-453-01 rev I, which was packaged with 00-5994-032-14 lot 61294589, for details concerning product compatibility. The likely cause of the limited range of motion and pain was the interference between the spine on the articular surface and the femoral box (space between condyles). The probable cause of the reported limited range of motion and pain is user error of utilizing incompatible products. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.